Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that myocardial infarction (mi) and death occurred. The patient was admitted due to mi. Subsequently, index procedure was performed. Vascular access was obtained via the femoral artery. The 70% stenosed, 36x2.5mm, eccentric, de novo target lesion was located in the moderately tortuous and mildy calcified left anterior descending artery. The lesion contained >45 and >90 degrees bend. After the lesion was pre-dilated with a balloon catheter, a 38x2.50mm promus premier¿ drug-eluting stent was implanted to treat the lesion. The procedure was completed and the patient was stable post procedure. The patient was then shifted to intensive coronary care unit (iccu) as per hospital protocols for observation for next 48 hours. However, on the following night, the patient became uncomfortable and suddenly his pressure starts dropping and within couple of minutes, the patient died. The physician diagnosed that the patient died due to repeated mi which the patient could not tolerate.